Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The patient¿s exact age at the time of the event was unknown; however, the patient was born in (B)(6). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The peritonitis was manifested with abdominal pain and cloudy pd (peritoneal dialysis) fluids. On the same day as the onset, the patient was hospitalized for the event of peritonitis. The patient was treated with cefazolin (1g/day) and fortum (1g/day) for three days. The next day, the patient started treatment with tienam (0.5g/day) and vancomycin (1g/week). The treatment was ongoing and the caregiver was retrained in proper aseptic technique. The patient was recovering from the peritonitis. No additional information is available.